Event description:
Information received from the field does not address the patient's clinical status but notes that during the procedure to replace the pulse generator, "manipulation of the atrial lead unmasked an insulation problem with a low invasively measured impedance and high capture thresholds."~~~~~~~